Event description:
It was reported that the surgeon implanted 4 dynesys screws. During insertion of final set screw, the surgeon struggled for 20 minutes to seat the set screw into the screw head. (The previous 3 set screws were inserted with no incident). The surgeon was unable to seat the set screw into the screw head. A 2nd set screw was prepared - surgeon was unable to seat the 2nd set screw as well. The surgeon decided the screw had to be removed and replaced with a larger screw. When the screw was removed and replaced with another, the set screw was easily seated.

Manufacturer narrative:
This report will be amended when our investigation is complete. A check of the manufacturing documents of the mentioned lot did not show any deviations of the specifications.